Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was seen in the clinic, bipolar ventricular sensing was 2.0mv. The next day, the patient was at the hospital and ventricular oversensing was observed. Interrogation showed the device was in unipolar at 0.5mv. The device was programmed back to bipolar and 2.0mv. There was no history of medical procedures or electro-magnetic interference.